Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, left anterior descending artery with 90% stenosis. A 3.0 x 38 mm xience prime stent was deployed and a distal edge dissection was observed. A 2.75 x 15 mm xience prime stent was used to successfully cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.